Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was stuck in the fill tubing stage. Reportedly, customer reset the pump to resolve the issue. There was no reported impact to customer's blood glucose level.